Event description:
Reportedly, 3f aortic bioprosthesis was explanted after approximately 8 1/2 months implants duration because it reportedly came "loose in one spot". It was replaced with a st jude epic valve. During follow-up discussions with the explanting surgeon, ats learned that the left/right tab dehisced from/through the aortic wall completely. The valve still had the tab intact and still had the pledget and suture connecting the two intact. The sewing ring directly beneath the left/right tab had also dehisced from the annulus. The doctor commented that "structually, the valve was perfect". The valve was discarded by the hospital. The patient is reportedly doing fine.

Manufacturer narrative:
Valve destroyed at the time of explant. Nothing to be returned to ats for analysis. Review of the device history record for this valve confirmed that it met all specifications and passed all inspections prior to release.